Manufacturer narrative:
\ Initial reporter phone number: (B)(6). The device was received for evaluation. Visual inspection identified a perforation on the tube. Functional and pressure testing revealed a leak from the perforation in the tubing. The reported condition was verified. The cause of the perforation could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked from the tube assembly with the injection site during priming. There was no patient involvement. No additional information is available.